Event description:
Allegedly the component was removed during the revision of another component.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Evidence that product was in spec when used.

Manufacturer narrative:
Device #4:investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00018, 00017, 00086.